Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. Device was not being used on a patient when event occurred. The customer reported to have replaced the backlight inverter printed circuit board (pcb). Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).